Event description:
It was reported that during the use on a patient the ventilator generated a continuous alarm sound and stopped working. Reportedly, the user immediately replaced the ventilator - no injury or serious impairment in patient´s state of health occurred.

Manufacturer narrative:
The event was reported by the hospital to the national authority only - there was no information or involvement to/of the manufacturer or its national representative. Upon request, no further information could be obtained. Due to the very limited information the manufacturer is not able to conclude if the event was related to a device malfunction or maybe environmental conditions or a use problem - the reportedly generated alarm does not necessarily indicate a device malfunction; the device responds also to other conditions with alarm. The available information does not allow an investigation and thus, no reliable conclusion in regard to the root cause can be drawn. It is recommended to have the device checked by trained service personnel.